Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4). This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "the pump stated it had 4:23 h:min left to infuse and a large portion of the bag was un-infused.- the event recurred again the next night with 5:11 min remaining at the end of the infusion period. Patient involvement: yes, death/serious injury: no, delay in therapy: no, need for medical intervention: no".